Event description:
It was reported the customer experienced a low blood glucose level of 41 mg/dl. Customer consumed carbohydrates to address bg. The customer was able to regain connection after bringing transmitter and pump within range and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.